Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during drain 1 of 4. The drain volume (dv) equaled 74 ml. They had the home patient (hp) try some steps to resolve the issue. However, the alarm repeated and they had the hp check all the lines again for air or fibrin. The hp stated the lines were clear. The tsr went through the individual lines with the hp and the hp stated they had the final line, which was not being used, with the clamp open. The tsr explained to the hp that any lines not being used needed to be clamped off, otherwise it would introduce air into the setup. The hp stated there was no air in any of the lines. The alarm repeated and they advised the hp they would need to start over with all new supplies and call the peritoneal dialysis registered nurse (pdrn) for further assistance, if the ldv alarm repeats. The hp would start over with new supplies and call the peritoneal dialysis registered nurse (pdrn). The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp's nurse on (B)(4) 2012 and she stated that since then, the hp has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).the complaint is confirmed due to the use error described by the home patient, who left the clamp open on an unused line during therapy. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.